Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, of continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. No additional event or patient information is available. The receiver data log was reviewed on 08/19/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.